Event description:
Patient on intra-aortic balloon pump (iabp) awaiting surgery with everything running well, but at check 1330 screen read blood detected and machine was in standby. Not able to restart due to this alarm. Called perfusion and they came to look at the machine and were looking to exchange machines, so I took the dressing down and perfusion turned iabp on and off. Both things seemed to work and the machine has been working well since. Machine is on the patient until open heart surgery. Doctor stated good and unless a delay for surgery he would pull the iabp early. Met with medical intensive care unit nurse, perfusion staff and perfusion director. There was no blood present that would have caused this alarm. I checked for any recalls and found that there was a recall this year for this same alarm. The representative came in earlier this year to fix the recall issue on this equipment. The perfusion director stated sometimes condensation can cause this alarm. ====================== manufacturer response for balloon pump, (per site reporter) ====================== the perfusion director spoke to the manufacturer.